Manufacturer narrative:
(B) (4). The probe was returned for evaluation. Visual examination confirmed approx. 10mm of the probe tip broke off at the base of 10mm groove. The broken piece was not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fractured surface and no indications of fatigue visible, suggesting failure due to bending. The visible crack at 20mm groove and direction of plactic deformation of material is consistent with bend stress overloading. A review of the device history records did not identify any nonconformance to specification.

Event description:
It was reported that the tip of the probe broke during surgery. No patient complications were reported.